Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during removal of the spring wire guide from the introducer needle, resistance was encountered. The customer described a "barb-like" phenomenon." Good faith efforts were made to obtain additional information regarding the reported device issues, including confirmation of the multiple reported occurrences and assessment of any patient harm. Three documented attempts were made to contact the user facility; however, no response or additional information was received.